Event description:
It was reported that the single use aspiration needle broke while using it in the scope and when the physician inserted the needle into the bronchus, it was unable to be withdrawn into sheath. The issue was found during a diagnostic endobronchial ultrasound - ebus procedure which was completed with another device. No part of the needle fell off into the patient's body. There was a 15-minute delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed: needle broke while using it in scope. In addition, new damages/defects were observed: the device was missing the stylet, the insertion portion had multiple kinks. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use aspiration needle broke while using it in the scope and when the physician inserted the needle into the bronchus, it was unable to be withdrawn into sheath. The issue was found during a diagnostic endobronchial ultrasound - ebus procedure which was completed with another device. No part of the needle fell off into the patient's body. There was a 15-minute delay in the procedure. There were no reports of patient harm.